Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with a pd treatment. There were several air detected in cassette warnings in fill 3 of 3. Treatment was stopped and fluid was found when removing cassette from the cyler. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from unknown area. Patient was advised to reset up with new supplies after the cycler had time to dry out. In a follow up, a pd nurse reported that the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and has been using it with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with a pd treatment. There were several air detected in cassette warnings in fill 3 of 3. Treatment was stopped and fluid was found when removing cassette from the cyler. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from unknown area. Patient was advised to reset up with new supplies after the cycler had time to dry out. In a follow up, a pd nurse reported that the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and has been using it with no further issues.